Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 manufacturer site. H3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the threads of the tfna scr perf l110 tan was found stripped and broken. No other issues were observed. Therefore, the reported condition can be confirmed. The observed condition is consistent with a torsional failure which is likely due to the application of significant torque during the implantation process. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional evaluation was unable not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the tfna scr perf l110 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 04.038m210sp, lot number: 79483p0, part manufacture date: 12-aug-2025, manufacturing location: elmira, part expiration date: n/a. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Manufacturing location: elmira ¿ packaged, labeled, sterilized and released by: (B)(4), manufacturing date: 27-aug-2025, expiration date: 01-aug-2035, part number: 04.038.210s, tfna fenestrated screw 110mm -sterile, lot number: 80836p0 (sterile), lot quantity: (B)(4). Device history review: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. 27-mar-2026: a manufacturing record evaluation was performed for the finished device with batch number 80836p0. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During a procedure, the tfna screw caught on something during insertion and its threads broke. It had to be removed. Tapped the reaming hole and reinserted a screw of the same length and same batch number. No issues with reinsertion. All fragments were removed. Procedure was completed successfully with a five minute delay.